Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the lag screw driver confirms damage to both ends of the device. Also the visual confirms both ends of the lag driver retaining rod are damaged which would cause the stated failure. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Postal code (B)(6).

Event description:
It was reported that, during an internal fixation surgery, the end of the lag screw driver was flared and unusable. Surgery was resumed, with a less than or equal to 30 minutes delay, with a back-up device. Patient was not injured as consequence of this problem.